Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The device is used for treatment purposes.

Event description:
It was reported that allegedly the assy fr case w/ keypad of ten pcu modules will be replaced.